Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. It was planned to schedule immediate replacement. The device remains implanted at this time and no patient symptoms were reported. Additional information received indicated that this device was explanted and replaced on (B)(6) 2025. It was not reported whether the device would be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. It was planned to schedule immediate replacement. The device remains implanted at this time and no patient symptoms were reported.